Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) approximately five and a half years after implant. There was a concern that the battery of this implantable device was depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. Records indicate the device remains in service. No adverse patient effects were reported.